Event description:
The customer stated that her meter was not working. She is getting high readings between 250 and 300mg/dl. She felt wierd in the middle of the night and took a test. It was between 40 and 50mg/dl. The customer had taken insulin because of the high readings. The customer had noticed a discrepancy between back to back readings the day before. She took less insulin because of it. The check standard result of 494 was with the 409-624 range. Normal control test result of 153mg/dl was within the 109-157mg/dl range. Customer service was replacing the meter and strips and having the others sent for evaluation.